Event description:
A vaxcel pasv PICC was placed for the infusion of chemotherapy medication. Two weeks later, while infusing a high dose of 5 fu chemotherapy, holes were noted on the catheter and the medication was leaking.